Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging an issue with the test strip disappearing into the test strip port on his onetouch verio iq meter. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 6pm. The patient manages his diabetes with novolog insulin and lantus insulin. It is not known if the patient made changes to his usual diabetes management routine. About 1 ½ hours after the alleged issue, the patient claims he felt symptoms of sweat and shaky. The patient denied receiving medical treatment. The cca walked the patient through resolving the alleged issue at the time of troubleshooting. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.